Event description:
It was reported that the patient experienced "loss of bowel movement" and urinary dysfunction. The hcp believed that this was related to the amount of medication she was getting through her intrathecal pump. The patient was hospitalized as a result of the event. The medication being delivered via the device system was tetracaine. The patient recovered without sequela as of (B)(6) 2006.

Manufacturer narrative:
(B)(4). Urinary dysfunction. No bowel movement.